Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate shocks for an episode the implantable cardioverter defibrillator (ICD) detected as ventricular tachycardia (vt). Additionally, the patient¿s right ventricular (rv) lead exhibited small r-waves. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.